Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker device is exhibiting behavior consistent with premature battery depletion. The remaining battery longevity is four years, five months. A technical service (t/s) consultant reviewed the available device data, noting an increase in the power consumption over the last year (from 44 uw to 69 uw). T/s recommended a device change out. Due to the current pandemic, the physician has decided to monitor the patient over the home monitoring equipment. The device remains implanted. No adverse patient effects were reported. New information was received that a revision procedure was completed. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The device has been returned, and analysis is complete.

Manufacturer narrative:
The device was not returned therefore device analysis could not be completed. Bsc has assigned an investigation conclusion code of cause not establish. The analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause, and the device remains implanted.

Event description:
It was reported that this pacemaker device is exhibiting behavior consistent with premature battery depletion. The remaining battery longevity is four years, five months. A technical service (t/s) consultant reviewed the available device data, noting an increase in the power consumption over the last year (from 44 uw to 69 uw). T/s recommended a device change out. Due to the current pandemic, the physician has decided to monitor the patient over the home monitoring equipment. The device remains implanted. No adverse patient effects were reported.